Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to erosion. The physician wanted to implant a larger cuff due to "position adjustment." A 3.5cm cuff was explanted and a new 4.5cm cuff was implanted. Additional information received states the patient experienced pain when he urinated. The patient's symptoms began approximately one month before the surgery. The erosion was discovered during an endoscopy. The patient was doing well following the surgery.

Manufacturer narrative:
Device evaluation provided in: d10, h3 and h6. Device evaluation: the cuff was visually inspected, microscopically examined, and tested for leaks. A leak was identified between the cuff backing and the shell that was due to sharp instrument damage. The damage likely occurred during the device explant based on the lack of a device malfunction and damage characteristics. The sharp instrument damage is not considered a product malfunction because it is a secondary failure.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to erosion. The physician wanted to implant a larger cuff due to "position adjustment." A 3.5cm cuff was explanted and a new 4.5cm cuff was implanted. Additional information received states the patient experienced pain when he urinated. The patient's symptoms began approximately one month before the surgery. The erosion was discovered during an endoscopy. The patient was doing well following the surgery.